Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 5.2 mmol/l. The customer did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting was performed and noticed this is not the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. New battery resolved the issue. Advised to monitor the pump the insulin pump will not be returned for analysis.